Event description:
Reference number (B)(4). Event occurred in the united states. On 27-jun-2024, it was reported that the patient went to emergency room and was subsequently hospitalized due to several occulsion alarms. Patient's blood glucose at the time of issue was 1200 mg/dl. Patient was treated via saline and insulin. Infusion set was in use for 3 days. No further information available.